Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of experiencing sensor glucose versus blood glucose differences. Customer's blood glucose was over 576 mg/dl and sensor glucose was 43. Customer treated high blood glucose with manual injection. Troubleshooting was performed and customer was educated on calibration and sensor usage. Customer was advised that sensor would be replaced.